Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of different device. There were no patient complications reported, and there were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual inspection revealed no damage. Microscopic examination identified a longitudinal tear in the balloon, located approximately 8 mm from the tip, measuring about 20 mm in length. No other damage or irregularities were observed upon inspection of the remaining components of the device. Product analysis confirmed the presence of a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of different device. There were no patient complications reported, and there were no patient complications as a result of this event.